Event description:
A report was received that the patient was experiencing a pocket site discomfort. The patient underwent a revision procedure wherein the ipg was moved to another area. The patient was doing well post operatively.